Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) could not be released. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. A small portion of the indicator wire was not fully retrieved. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was found partially deployed, partially out of the shaft. The plug was not found inside the shaft. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium/plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was fully depressed, and the indicator window was found in the black/red/white position. No plug was returned, and the indicator wire was fully retracted. A non-cordis catheter sheath introducer (csi) was returned with the device inserted on the unit. It was concluded that the conditions present on the received unit, denoted a complete deployment state. Additionally, a kink was observed to be present on the delivery shaft distal portion 7 cm away from the distal end. The outer diameter (od) of the delivery shaft was measured, where the results obtained were observed inside the specification parameters. The dimension of the delivery shaft inner diameter (ID) was reviewed according to the parameters established. During the analysis it was confirmed that the dimension of the ID was within specification. No functional analysis could be performed as the device was already deployed. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation no damage or abnormal condition was observed to be reported. Based on the information available for review and the product analysis, the reported event of ¿vascular closure device (vcd) - deployment difficulty - partial deployment¿ & ¿indicator wire - unable to retract¿ was not observed. A kink was observed on the delivery shaft. The device was received fully deployed, which does not match the event reported. The plug was not returned. The indicator wire was received retracted. Dimensional analysis confirmed that both the outer diameter (od) and inner diameter (ID) of the delivery shaft met the required specifications. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis did not provide evidence to suggest the failure was related to the manufacturing or design process therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was found partially deployed and partially out of the shaft. A small portion of the indicator wire was not fully retrieved. Hemostasis was achieved through manual compression. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle, and the exoseal vcd and non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. Upon removal, the plug was found partially deployed, partially out of the shaft. The plug was not found inside the shaft. A non-cordis sheath was used. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the non-cordis vascular sheath introducer, and the vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium/plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The target femoral site was not previously closed with any closure device or manual compression less than thirty days prior to this procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.